Event description:
It was reported that the right ventricular (rv) lead was turned off within the last three years due to minimal/no pacing required and high capture threshold or unable to capture the right ventricle. It was also reported that the right atrial (ra) lead has a high capture threshold. The leads remain implanted while the patient decides whether to have the leads replaced or have nothing done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead implanted: (B)(6) 1997. (B)(4).